Event description:
During an embolization procedure, the physician reported that there was a detachment of the gray flexible tip of the neuron when the micro guide catheter slipped in the internal lumen of the neuron. He noticed, the detachment immediately and removed the catheter from the patient.

Manufacturer narrative:
Technical evaluation: the catheter was returned in two pieces connected by the internal wire. The distal segment measured 6.4cm in length and almost uniformly flattened with a stretch mark at the broken end. The proximal segment showed a slight ovalizaition at the unwound distal end. There is an obvious color transition at the break point. The incident was confirmed as reported. The break occurred at a diameter change material transition. It is unclear whether the flattening of the distal segment was the result of patient anatomy or rough post incident handling. The DHR of this manufacturing lot has been reviewed and a copy is attached. A review of device history record (DHR) was completed on part #1447-04/a (lot#l15335). All appropriate inspections were completed per process monitoring requirements or 100 % inspections were required. The lot has passed all dimensional requirements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirements.